Event description:
It was reported that during surgery, there was a cooling water alarm. There was pt contact. It was unk if there was any pt injury or alleged death and if the event lead to a significant increase in surgery time. Additional clinical information has been requested; however, no other information has been provided at this time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.